Manufacturer narrative:
Investigation summary: samples/ photos: samples have not received for analysis of the incident in question. Our quality engineer was unable to verify the reported complaint. DHR review: the insyte lot: 7207751 was assembled in icam #02 in the period between 21 and 31 august, 2017, used in the final product lot: 7241931 of insyte 22g 1,00 was analyzed regarding the test of "loose filter plug" and were not evidenced records that could lead to the claimed defect. The packaged lot: 7241931 was manufactured in r530-2 machine on 09/07/2017 and no records of "missing component" were evidenced. Qn/ ncmr review: there are no quality notification (qn) or nonconformity report of "loosen filter plug¿ or something that could lead to this complaint. Based on the investigation results to date the root cause was not determined for this complaint. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Manufacturer narrative:
(B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the vent plug on a bd insyte¿ was missing before use. There was no report of injury or medical interventions.